Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Cts guided caller through troubleshooting steps, including disconnecting tubing and replacing it, but the issue persisted. Cts continued escalated troubleshooting efforts with the caller.